Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor had an unspecified diagnostic anomaly. The patient's status was not provided.